Event description:
(B)(4). I was diagnosed with rheumatoid arthritis, I have had pelvic and abdominal pains so severe I have been in the ER three times within the last five months. Pain all throughout the month not including when I have my menstrual cycle. Pains in my legs, fatigue, loss of energy. My device was provided by my doctor at the time.